Manufacturer narrative:
After further review of additional information received the following have been updated accordingly.

Manufacturer narrative:
Additional information has been obtained stating that the patient had a past medical history of having a thyroid surgery.

Manufacturer narrative:
It was reported that a patient had an optease inferior vena cava (ivc) filter implanted due to a history of deep vein thrombosis (dvt) and recurrent pulmonary emboli with an intolerance to coumadin manifested by multiple episodes of bleeding. It was also reported that subsequent injuries and damages included, but were not limited to, blood clots, clotting and occlusion of the filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. It was also noted that the patient suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient reports to be confined to a wheel chair and is suffering from chronic swelling in the right leg, hip and right foot due to dvt. The patient is also suffering from mental anguish. Per the medical records, the patient has a history of dvt and recurrent pulmonary embolism (pe) prior to the filter implantation. The patient was intolerant to coumadin with multiple episodes of bleeding. The patient tolerated the index procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety and mental anguish do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00497 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient was implanted with an optease inferior vena cava (ivc) filter. Subsequent injuries and damages included, but were not limited to, blood clots, clotting and occlusion of the filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient reports to be confined to a wheel chair and is suffering from chronic swelling in the right leg, hip and right foot due to dvt. The patient is also suffering from mental anguish. Per the medical records, the patient had a history of dvt and recurrent pulmonary embolism (pe) prior to the filter implantation. The patient was intolerant to coumadin with multiple episodes of bleeding. The patient tolerated the index procedure well.